Event description:
Treatment of a left unruptured ica (internal carotid artery) aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving three implant coils and one stent with no complications; however, the aneurysm ruptured the following day. The patient subsequently expired due to an sah (subarachnoid hemorrhage).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).